Event description:
Additional information received indicated the fluoroscopy was performed and did not reveal a significant change in left ventricular position. The physician alleges the loss of capture was due to scarring of the myocardial tissue.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture due to lead dislodgement was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.